Manufacturer narrative:
No injury reported. Information provided alleges the tilt recline actuator smoked and stopped working. Malfunction is not confirmed. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection. MDR filed based solely on alleged smoke.

Event description:
The consumer was reclined in her chair, when the tilt recline actuator allegedly started smoking and the chair would not stop reclining. No injury is alleged.